Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, the device failed to discharge via electrodes. Complainant indicated that the clinician obtained another device and replaced the electrode pads, to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.